Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that, the device stopped working during the total knee and it was found that all the teeth were missing from the universal oscillating saw attachment. There was no patient harm; however there was a delay in surgery for approximately 16-30 minutes. No additional clinical information was received prior to this report.